Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on (B)(4) 2019 indicates that the patient¿s left ventricular lead was removed but not replaced. The possibility of a future epicardial left ventricular lead placement was discussed. The patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient¿s left ventricular lead was dislodged and pulled back into the device pocket. Programming changes were made for right ventricular pacing only. Additional attempts to revise the left ventricular lead were made but were unsuccessful due to an occluded blood vessel. Lead revision at a later date was discussed. The patient¿s condition was stable.